Event description:
After about an hour of use, the unit's circuit breaker tripped. The users reset the circuit breaker and continued the case for another half hour until the breaker tripped again. Each time the circuit breaker was reset, the unit would run for shorter periods of time until the perfusionists had to hand-crank the unit to finish the case. The biomedical assessment revealed that the first time the device was tested, the device was run briefly in the biomed department with no problems. Six days later, the thermasolutions representative directed the biomed technician to run a burn-in program in the service mode. The device ran for 2 hours and 15 minutes with no problems. Two days later, the unit was run in the burn-in routine in the service mode for about 3 hours until it stopped pumping fluid and displayed "internal system fault 22" and "internal system fault 23". The thermasolutions technical support staff said that these errors were probably due to a blown fuse; however, all fuses were tested and found to be good. Thermasolutions was contacted once again, and will be sending out an engineer to test the device.